Event description:
It was reported that during a hemicolectomy procedure, the device distal part of staple line had unformed staple at 1st firing. Another device was used to complete the case. No patient consequence.